Event description:
It was reported that the patient passed away due to multi-system organ failure. Whether the outcome was device or therapy related was not provided by the customer. Additional information was not provided.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events, as well as the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate 3 lvas, serial number (B)(6), is returned at a later date this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11feb2022. No further information was provided. The manufacturer is closing the file on this event.